Event description:
It was reported that the implantable cardioverter defibrillator (ICD) has showed intermittent out-of-range pacing impedance measurements on the right ventricular (rv) channel. Technical services (ts) reviewed the device data and believed the issue was related to a spring contact issue between the ICD rv header and the rv lead. Troubleshooting was recommended. The noise was not able to be reproduced and x-rays did not show any evident issues. Ts recommended to keep monitoring the patient. This rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) has showed intermittent out-of-range pacing impedance measurements on the right ventricular (rv) channel. Technical services reviewed the device data and believed the issue was related to a spring contact issue between the ICD rv header and the rv lead. Troubleshooting was recommended. This rv lead remains in service and no adverse patient effects were reported.